Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 1, 2020. H3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information received indicates that the event occurred during cardiopulmonary bypass, there was a resultant delay of 10 minutes, the product was changed out, the surgery was completed successfully and there was blood loss of 100ml(during changed out). Report received from FDA with additional information: the centrifugal pump stopped circulating the flow of blood to the patient causing a collapsed artery to occur.

Event description:
New information received that during the coronary artery bypass procedure, blood apparently leaked into the based of the centrifugal pump causing a decoupling event. The procedure was completed without apparent complication. As the surgical team was preparing to remove the partial occlusion clamp the patient became hypotensive. The low flow alarm was activated. Despite considerable efforts, the team was unable to adequately perfuse the patient for a period of approximately 10 minutes. The patient suffered an anoxic or hypoxic brain injury as a result. A check of the pump head after the incident revealed low but audible grinding noise coming from the pump magnets. The motor was inspected by livanova and found to be in proper working order.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 431, 925, 4614, 4604, 2219, 1918, 1145). H6: component code #1: 431 - adapter (adaptor). Component code #2: 925 - pump. Health effect - impact code #1: 4614 - serious injury/ illness/ impairment. Health effect - impact code #2: 4604 - delay to treatment/ therapy. Health effect - clinical code #1: 2219 - brain injury. Health effect - clinical code #2: 1918 - hypoxia. Medical device problem code: 1145 - decoupling. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) additional information supplied revealed a leak into the back housing through pictures that were provided of the event. As the device is still not returned, testing was not able to be performed on the affected sample. The additional information also noted a decoupling event, however this was not able to be thoroughly investigated as the pump was not returned. Pictures provided showed the pump adapter used was used over 14 months past its expiration date. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that the original pump head had no flow. As per clinical specialist the video and photo provided by the user shows that the tubing on the outlet of the centrifugal pump is kinked therefore there wouldn't be any flow despite 1934 rpms as shown on the centrifugal pump control module. It is still unknown when this event occurred, whether the product was changed out, whether there was a delay in the procedure or if there was any effect on the patient or results of the surgery. Terumo continues to attempt to gain more information regarding this event from the user facility.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 11, 3331, 4114, 3259, 19). Method code #1:11 - testing of device from same lot/batch retained by manufacturer. Method code #2: 3331 - analysis of production records. Method code #3: 4114 - device not returned. Results code:3259 - improper physical structure. Conclusions code:19 - cause traced to user. The affected sample was not returned for evaluation so a thorough investigation could not be performed. However, a video was provided that showed the outlet of the pump was kinked, prohibiting flow from the pump. A representative retention sample was inspected and built into a saline circuit. A flow meter was attached to the outlet of the pump where a flow of up to 11 lpm was able to be achieved. Centrifugal pumps are preload and afterload dependent, any significant change in resistance or pressure at the inlet or outlet of the pump will alter flow rate. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.